Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. The patient had two myomas which were 10 cm and 12 cm in diameter. When the 10 cm myoma was cut, the device worked properly. When 12 cm myoma was cut in the middle, the surgeon heard an abnormal noise from the device and then the blade did not come out from the sheath. The surgeon tried to grasp the trigger many times, but the blade would only come out one out of ten times. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: mt216825.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation.